Event description:
Customer claims that the pager always display out of range and doesn't matter the distance. There was no patient incident or injury reported. Evaluation for the returned product shows when tested the unit powered on and alarms intermittently.

Manufacturer narrative:
(B)(4) - pager displays out of range: evaluation results: evaluation for the returned products shows when tested the products powered on, but the alarm sounds intermittently. The returned products are obsolete. (B)(4).